Event description:
The complainant reported a 54-year-old female patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The complainant reported the patient developed a localized infection at the insertion site. Medical staff drained and cultured the infection. Medical staff then took the patient to the operation room for washout of the site and wound vac placement at the cutdown site of the drainage. The patient also complained of some arm pain. Echocardiography showed the impella position to be angled toward the mitral apparatus. The patient survived the event and remains stable.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation of positioning issues and infection/sepsis has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report. E4 should have been left blank. G1 reporting contact fax number missing.